Event description:
It was reported that the user experienced sustained high blood glucose of 401 mg/dl while using the ilet with a cd infusion set, changed the infusion set, and glucose levels subsequently corrected; no occlusion alerts were reported and no damage to supplies was observed. Customer care provided assistance which included a review of reported event details and logistical actions to provide replacement infusion sets. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear. No symptoms associated with elevated blood glucose. Outcomes included resolution of hyperglycemia after infusion set replacement. It was concluded that the event was associated with hyperglycemia of undetermined cause, with correction following infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.